Event description:
During routine incoming inspection testing at the ohmeda france facility, a leak was noted in the anesthesia machine. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Date of incoming inspection-1/19/98. Confirmation of reportable event-3/4/98.